Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, it was confirmed the malfunction alarm was cleared after the pump was reset, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.